Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that false pause episodes were noted. Cause of the issue was suspected to be loss of contact with the device. Programing changes were suggested and made, however the issue was not resolved. Patient was asymptomatic.